Event description:
According to the reporter, during laparoscopic inguinal hernia repair, when tacking cooper ligament, the puncture portion of the tack and the head split and separated. Only the puncture portion remained shallowly inserted in the tissue, so it was removed. The broken head and dropped head were also extracted. The user then performed tacking again using the same product. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.